Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2010 16:36:36. During day drain cycle one, the patient's ultrafiltration reading was 1200ml, indicating the home patient (hp) drained 1200ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1200 ml during therapy initiated on (B)(6) 2010 at 16:36, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device?s event log was performed for the therapy initiated (B)(6) 2010 at 16:36. A partial fill was delivered during day fill 1 of 1 of 1998 ml, which was less than the expected volume of 2000 ml. Review of the event log revealed the cycle 1 drain was completed on (B)(6) 2010 at 22:56 and the user's actual drain volume during cycle 1 was 3197 ml. The actual drain volume of 3197 ml is 159.85% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.